Event description:
It was reported the subject device experienced a no image displayed fault. The issue occurred during unspecified therapeutic event. The intended procedure was completed using a similar device, and no delays were reported. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: (establishment name:) (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the rough image in the afi mode. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use: ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.